Event description:
This institution has been using a varian 2100 ex accelerator to treat pts with radiation therapy. These devices were upgraded in october of 2010. Prior to the upgrade we had the ability to bar code individual beam modifiers (blocks, compensators, etc) which were specific to a given pt, and given radiation beam. If a beam modifier was required for a given pt and given field, if this modifier was not present prior to the application of the beam, the 2100ex would "interlock" and prevent us from treating this field until the beam modifier was in place. This procedure was a very important feature in our quality assurance program. It prevented the application of the beam if it was not correct. After the upgrade of the 2100 ex varian no longer supplied this feature of the upgraded accelerator. This omission of this feature after the upgrade is considered negligenct on the part of the manufacturer.